Event description:
The patient reported that the keypad buttons have been intermittently unresponsive for the past month. She stated that she wears the pump in her pocket, and does not expose the pump to cleaning products.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/26/2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that the ok and contrast keypad buttons are intermittently responsive; the up arrow and down arrow keypad buttons responded appropriately to user inputs during testing. There was evidence of keypad contamination found under the ok and contrast button key contacts.